Event description:
It was reported that a patient stepped on a scale that measured body mass index and it turned his implantable neurostimulator (ins) off. It was noted that the patient ¿presumed¿ the scale turned the ins off because he never turned the ins off. It was reported that the patient ¿noticed something unusual¿ and checked the ins with the patient programmer and noticed it was off. It was noted that the patient did not know if the ins was off for another reason. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 377745, lot# n0039838, implanted: (B)(6) 2005, product type lead; product ID 377745, lot# n0046038, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. It was noted that the patient will not know anything ¿until tried with motorized bed,¿ and the patient knows what to do if the motor interferes with the device.